Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level and low blood glucose level. The customer's blood glucose level was close to 500 mg/dl at the time of the incident and customer took insulin herself and customer took to much insulin, she was close to 50 mg/dl and this morning blood glucose was back to 498 mg/dl. It was also reported that the insulin pump received no delivery alarm and insulin exited during prime. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.